Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided d1: brand name unknown / provided d4: additional device information: unknown / not provided g4: premarket identification PMA/510(k) #: unknown / not provided h4: device manufacturer date: unknown / not provided since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted

Event description:
It was reported the implant felt from the handpiece. No impact on the patient reported. Procedure was completed with another product.